Manufacturer narrative:
(B)(4). Recall #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the charging system nor patient programmer will no longer communicate with the ipg . Reportedly, a replacement charger was attempted to no avail. Follow-up identified the ipg is inoperable. Surgical intervention may be undertaken as the next course of action.